Event description:
A voluntary MDR/medwatch report was received on 10/06/2025. It was reported that signal loss occurred. The date of the event is an approximation. The patient reported two instances in which each event has similar details but occurred on different event issue. According to a report received via maude, the patient experienced multiple adverse events over a period of time. Documentation indicates that the dexcom g7 system does not maintain a stable bluetooth connection with the omnipod insulin pump. As a result, the pump may continue to deliver insulin inappropriately, even when it should not. This malfunction has reportedly led to numerous serious and unnecessary hyperglycemia events, as documented in this report. Additionally, the lack of connectivity has contributed to episodes of hypoglycemic shock, which pose a risk of long-term health complications. Attempts to conduct diligent follow-up with the reporter were unsuccessful. Furthermore, there is no documentation confirming the reversal of hyperglycemia in the reported incidents. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Voluntary MDR/medwatch report number: mw5175650. This is 2 of 2 allegations of signal loss. The patient reported two instances in which each event has similar details but occurred on different event issue. Please see the following related complaint record (B)(4).